Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m53t66. Additional information requested and received: can you please clarify if the cut line and staple line were complete after the first firing? As the jaws could not open and the tissue was in the jaws. The situation of the cut line and staple line were not observed directly. The knife position indicator indicated that the cut line was complete. Was there any issue with the cut line? No. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? It was reported yes but the staple line was not observed directly. As the device was removed from the tissue with force in the end. The staples on the tissue was plowed during the process the device was removed. And after the device was removed, the staple line was incomplete with several staples plowed off the tissue. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? The staples were b-formed except several ones which were off the tissue. But it was supposed that the off-tissue staples were removed by the movement the device was removed. What was done to repair the torn tissue? The surgeon used another same like product anastomose the tissue again. The later cut line was parallel to the former one and right near the former one. The torn tissue was cut down by the later cut line. The staple line and cut line of the later anastomosis were good. Were there any patient consequences? No. Adverse consequence. The analysis results showed that one ec60 device was returned with no visual non-conformances and with an ecr60b fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a gastric cancer radical procedure, the jaws of the device could not open after firing on the first firing. The surgeon pulled the manual lever for about forty times, but the jaws did not open. In the end, the surgeon pulled the device from the tissue with force and used another like device to anastomose near the former cut line and completed the procedure. There were no adverse consequences for the patient reported.